Event description:
The customer contacted stryker to report that the therapy connector was not holding properly. After evaluation, stryker noticed that the therapy connector was worn. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative evaluated the customer's device and was able to duplicate the reported issue. The stryker service representaive also observed that the therapy connector was worn. The therapy connector was replaced to resolve the reported issue. After completing unrelated repairs, proper device operation was observed through functional and performance testing and the device was, subsequently, returned to the customer for use.